Event description:
The customer had problem blood at the site. During the call the customer mentioned that they had low blood glucoses and needed to be revived by spouse three days ago after the paramedics arrived. The customer believes that they may have been over correcting because of high blood glucose due to infusion set issues. Troubleshooting was performed. The programming and histories on the pump were accurate. The lead screw test passed. Later the customer called back wanting to know if there is an alarm that should go off when the set is not placed properly. The customer stated that the alarm was not working correctly. A high-pressure test was performed and passed.